Event description:
Had 2 nevro spine stimulators. Surgeon replaced both with abbott proclaim spine stimulators in which revisions were performed at an asc. The cervical stimulator device was infected with acinto bacter baumanni. In addition, I developed staph, strep, osteomylitis, baumanni in thoracic neck area. I'm on suppressive antibiotics for life due to stimulator in which have been removed. My body is covered with scars from infections. I have had 2 PICC lines for extensive time this past year and am now seeing ID at (B)(6). Acinto bacter baumanni in battery device. FDA safety report ID# (B)(4).